Event description:
Report received states "leakage through the distal end luer lock. The pt came back to the hosp with hyperemia (10cm x 6 cm) because the drug spill in their skin." Report states device contained vincristine and adriamycin. Attempts have been made to obtain additional info regarding medical intervention provided to this pt and pt outcome, however, no additional info has been provided.